Manufacturer narrative:
H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. It was ascertained that a plan which contained field h50 h was sent to the machine for delivery. However, no record of treatment delivery was received from the machine before mosaiq was abnormally restarted. The manipulations open the treatment calendar in mosaiq the user clicks on "treat" and the tomo 2 (tomotherapy) was not able to find the patient in the database, this is the most likely reason why the user has performed an abnormal restart. When communications were re-established, the user selected a plan with a different field. The treatment record received from the treatment machine was for h30 h rather than the expected h50 h. As it did not match the treatment plan that was sent to the machine an error message was received stating "treatment recording does not match the treatment plan. If necessary, record the treatment manually". It has been concluded that mosaiq correctly recorded what it received from the treatment machine and based on the available information there has been no actual mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a problem recording session tomo in (B)(6).